Event description:
It was reported that the patient was not pacer dependent. It was noted that the right atrial (ra) lead exhibited no capture, no sensing and was found to have dislodged due to twiddler's and oversensing was present on the right ventricular (rv) lead. A procedure was performed whereby the ra lead was extracted with the generator and an attempt to extract the rv lead was aborted as the physician did not have the proper tools. There was no complaint on the generator. The patient was brought back in a few days later on (B)(6) 2025, for a procedure to extract the rv lead. The physician attempted to insert a stylet through the rv lead but was unable to advance it past the connector pin. The rv lead was cut, extracted, and a new system was implanted. The patient was recovering.

Manufacturer narrative:
Section d6b - date of explant date updated to (B)(6) 2025.